Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: DHR review was performed on the following lot number: 7069867. The lot number was built on afa line 1, from march 13, 2017 thru march 18, 2017. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis. Observations and testing: received one unused iag 20ga unit in sealed package from the lot number 7069867. Visual/microscopic examination: observed there was no mechanical/physical damage to any of the components (spring, needle hub, or grip) or evidence of adhesive on the button or hub. Functional test (needle retraction) was performed: performed the hub twist test then depressed the button. The retraction was successful, no delayed reaction was observed. Investigation samples(s) meet manufacturing specifications: yes, the returned unit provided for evaluation met and performed per the required manufacturing specifications. Was the device used for treatment or diagnosis? Treatment. Conclusions: the defect needle retraction failure; as stated in the description of the complaint was not confirmed with the returned unit. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the incident report could not be confirmed or replicated with the returned units. The actual unit described in the incident report was not returned for evaluation. Did the evaluation confirm the customer¿s experience with the bd product? No; the customer experience was not confirmed based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? No; reproduction of the customer¿s experience was not achieved with the testing performed on the returned unit. Relationship of device to the reported incident: indeterminate. Comment: there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. Root cause could not be determined with the investigation for this incident. A formal corrective action will not be initiated at this time. A manufacturing related root cause could not be identified. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that the needle retraction feature of the 20 g bd insyte¿ autoguard¿ shielded IV catheter failed to retract. There was no report of injury or medical intervention.